Manufacturer narrative:
The review of the device history records of the nail used during the surgery indicate that the implants were manufactured according to specification and no deviations were noted for released product. Devices are not expected to be returned for the manufacturer review/investigation.

Event description:
It was reported that a paragon 28 nail was implanted on (B)(6) 2018. Six weeks after implantation. The patient showed signs of recurrence of the initial deformity. On (B)(6) 2019, the patient underwent a surgical procedure to remove the paragon 28 phantom nail and associated screws (4). The surgical site was revised with a paragon 28 plate and a competitor's crossing screw.